Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided inappropriate shock therapy for atrial fibrillation (af) with rapid ventricular rate (rvr). Programming changes were performed. There were no patient consequences.